Manufacturer narrative:
Despite efforts, additional information could not be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited an error code 1005 indicating a shock impedance measurement greater than 145 ohms upon delivery of a high voltage shock in addition to beeping tones. No adverse patient effects were reported. Available information indicates this device remains in service.